Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely low results for cartridge chemistries (cc) generated by the unicel dxc 600i synchron access clinical systems. Three (3) patient samples gave erroneous results for several chemistries. The affected samples were re-tested and higher results were obtained. It is unclear if the low results were reported out of the lab. No reports of affects to patient care have been received in the laboratory.

Manufacturer narrative:
Qc is run every morning, and no qc issues were noted. Based on available info, the customer had the obstruction detection feature disabled which was re-enabled. A field service engineer (fse) was dispatched to the customer's lab: the fse cleared a gel and fibrin buildup out of the cartridge chemistries (cc) sample probe. After service, the instrument was operating appropriately. Patient treatment was not affected in this event. On a recur event, any cc could be affected. Treatment initiated or withheld based on erroneous results could contribute to serious injury. Obstruction in the cc sample probe may have contributed to this event. A malfunction will be assumed for the purpose of this report.